Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
This patient has a left total hip with prodigy stem and duraloc cup. The liner is worn, so the surgeon did a liner and head exchange. The cup and stem are well fixed and retained. The hip was done about 20 years ago. Doi: (B)(6) 2001 - dor: (B)(6) 2021 (left hip).